Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 402 mg/dl at the time of incident and 472 mg/dl at the time of the call. Customer had symptoms such as blurred vision and treated with an injection. The customer indicated that they changed the entire set, reservoir and insulin. No high blood glucose troubleshooting was performed as customer declined however, customer was advised to check their blood glucose in 1 hour.